Manufacturer narrative:
It was reported the device was being used for chemotherapy administration. It was reported that the balloon would not deflate and the patient was sent to provider's office for a procedure to remove the catheter. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Balloon would not deflate.